Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified tool marks on the header. There was evidence of cross threading with the setscrews. The defibrillation, pacing and sensing functions of the device were verified per automated testing.